Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was started on clopidogrel aspirin and clexane treatment and was admitted to the hospital. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained two (2) lower results within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between fifteen (15) and twenty five (25) degrees celsius. No issues with sample integrity were reported by the customer.